Event description:
Complainant reports an over-delivery with a patrol pump. The intended delivery amount was to be 1000 ml delivered at 60ml/hr over 4 hours but instead the patient received 1000 ml over 4 hours. There was a medical intervention (withdrawal of 700-800 ml of gastric residual), which was performed to prevent a serious injury (aspiration pneumonia) from occurring. The over-delivery is considered likely to result in a serous injury or illness should it recur.

Manufacturer narrative:
In this case, the reporter did not provide the required information.